Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with unknown spine device. According to information received from a survey form, migration and subsidence occurred. It occurred at the l5-s1 level and the spike endplate design had been implanted. Limited information on the reported event was provide missing information on products used and no operative report is available. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).